Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital due to a vf episode. Post- paced t-wave oversensing was noted. The patient received high voltage therapy during the oversensing, but reprogramming solved the issue. The patient is in good condition.